Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated that customer received the following results on the performa system within 2 minutes: 248 mg/dl and 127 mg/dl. No actions taken based on device results. No adverse event reported. The alleged product was requested for evaluation.